Event description:
It was reported that during preparation for an unspecified procedure, the stent of the liberte' monorail stent delivery system came off the balloon. This occurred outside of the pt and the device was not used. The lesion being treated is unk. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as 'no pt contact.'

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.